Event description:
Additional information received reported they tried to aspirate the cap (catheter access port) because the patient was part of a study and they needed csf (cerebrospinal fluid) sample for the study. That was when they found that they couldn¿t aspirate. It was also noted the patient had been having some issue with increased tone. The health care provider (hcp) was unsure if it was due to the dose titration process. The patient hadn¿t had the pump that long it was noted. It was also reported that it seemed like the patient had been responding to dose increases and a change to a flex mode status. They were still unable to aspirate from the cap and the family had opted not to have surgery and explore that right now. No further information was provided.

Event description:
It was reported the last two times the patient had a baclofen refill, the health care provider (hcp) tried to aspirate cerebrospinal fluid (csf) from the catheter access port (cap) of the pump and were unable to aspirate. The refill dates were (B)(6) 2014. The cap withdrawal was due to a pain study. There was concern that there was a possible catheter issue causing an inability to get baclofen to the spinal cord appropriately. The consumer wanted to know how likely it was to not be able to aspirate csf from the pump. It was not known if the patient was getting therapy relief. It was later reported the patient had a continued increase in tone, however it was also noted there was no impairment and the patient was receiving therapy. It was clarified the event was a cap access attempt and not aspiration of the pump in preparation for refill. The cause of the issue was unknown. No other troubleshooting, interventions, or diagnostics were reported. The first medication was a higher concentration and now it was a lower concentration. The system was being used to deliver baclofen.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).